Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned products noted; that the trocars, cannulas, obturators, lock collars, balloons, valve seals and doors all appeared intact. The insufflation bulbs were received. Pmv performed functional testing; the balloon was inflated, no leaks detected. All other components functioned satisfactory. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, during unilateral laparoscopic inguinal hernia repair, the surgeon had dissected the space with a spacemaker and was trying to use balloon to maintain the space. They inserted the balloon, however it would not inflate once inside the patient. They removed it from the patient and tried to inflate it outside- they eventually did get it to inflate after several attempts, but it was very difficult. However, once inflated (outside patient), they tried to desufflate it but the valve was not working and they could not deflate it. They used a second balloon, it did not inflate when placed inside the patient. They opened a 3rd balloon, inserted into the dissected space, and it did work. The lot number of the 3rd balloon that inflated successfully was not known. There was no patient injury.